Event description:
It was reported that a new ilet user experienced hyperglycemia after initiating therapy, with glucose rising to 229 mg/dl for approximately 4 to 5 hours after a meal despite no observed infusion set leakage or bent cannula, and glucose decreased to 192 mg/dl after the user changed the infusion site; the user reported no alarms. Symptoms included hyperglycemia without ketones and without need for medical intervention. Outcomes included transient elevated glucose without hospitalization or additional therapy. Investigation included user troubleshooting and education regarding early algorithm behavior and infusion site change. Investigation of this case revealed no device malfunction reported, no set damage observed, and performance consistent with conservative dosing during early ilet adaptation, with resolution after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.